Event description:
The report stated that on the first application using the ligasure impact during a total abdominal hysterectomy, the seal and cut functions worked correctly and the tissue fell from the jaws, but then the jaws would not open. A visual examination of the device by the MFR in 2007, found that the jaws of the ligasure impact had closed on the integrated cutter and therefore could not be opened. Further a small piece of the cutter was broken off and was missing. The operating surgeon was contacted and stated that the patient underwent a post-op CT scan of the abdomen and pelvis for an unrelated reason on the CT scan did no show the presence of any foreign bodies. The surgeon believes damage occurred after the device misfire as it was then handed over to the scrub tech who unsuccessfully tried to open the jaws of the device.

Manufacturer narrative:
Date of initial report: jan 3, 2007. The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.